Event description:
Pt's meter would not power on. The customer did not report any symptoms. No adverse event reported. The issue was not resolved with troubleshooting. The meter has been replaced. No further info was reported.